Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer is calling via phone about her insulin pump alarming insulin flow block. The customer changed the reservoir and the insulin pump alarmed empty reservoir. Troubleshooting was performed. The plunger was very hard to push. The customer was advised to manually push the insulin through. Insulin exited the tubing. It was determined that changing the reservoir resolved the issue of insulin flow block. The customer's blood glucose is unknown. Nothing is returning.